Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device was not subtracting the active insulin from the bolus wizard correction estimate. Customer's blood glucose was 171 mg/dl. Customer's blood glucose at time of call was 58 mg/dl. During troubleshooting, device did not indicate an "estimate details" message during a recent bolus and device did not make correct calculations based on information entered. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, self-test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The bolus wizard functioning properly per bolus wizard sample in the user guide and delivered the estimated total of 3.5 units; the bolus was delivered and recorded properly the estimate details in the bolus history file. No bolus wizard or bolus delivery anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.